Manufacturer narrative:
Testing and investigation found the device passed testing. An e321 (battery charger timeout) error code was noted in the device history, but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during set-up, prior to patient use, the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that stated, "e321." There were no reports of any patient involvement, adverse patient events, or delays in critical therapies while the device was in clinical use. No additional information was provided.